Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident was 144 mg/dl. Troubleshooting was initiated for the battery out limit alarm. The customer stated that the alarm occurred during normal use, and it was explained to her that particular timing for a battery out limit is indicative of a loose battery cap. The customer was advised through the clearing of the alarm and through the rewind process. No products were returned and a replacement battery cap was shipped to the customer.